Event description:
Wife of male, reported pt being diagnosed with dka at the hospital with a blood glucose level >800 mg/dl in 2006. She indicated that his blood glucose had been 160-260 mg/dl the three days prior to the incident of blood glucose level >800 mg/dl. His normal range is 100-150 mg/dl. Wife indicated pt had been diagnosed with a virus and his infusion site had been in use for 4-5 days. On the day of the incident, there was no insulin coming out of the infusion set tubing. The following day, after changing the infusion set and cartridge, insulin dripped from the end of the tubing. The piston rod and adapter were in use for more than 6 months. The adapter is recommended to be changed every 6 months. She indicated that pt normally changes his infusion set every 2-3 days. Pt reported infusion set was not changed as normal, due to being sick. He felt dehydrated and not very coherent when his blood glucose level was elevated. Pt was placed on insulin drip upon admittance into the hospital. On the same day, pt's blood glucose level was 110 mg/dl. Ten dayse later, after release from the hospital, pt indicated that his blood glucose was within the normal range of 100-150 mg/dl. Wife indicated that pt was instructed to have infusion device inspected. Upon completion of troubleshooting, infusion device was found to be functioning properly and therefore, it will not be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.